Event description:
It was reported the right ventricular lead had increasing impedance. The lead is still in use. It was further reported that the lead continues to have increasing impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Event description:
It was reported the right ventricular lead had increasing impedance. The lead is still in use. It was further reported that the lead continues to have increasing impedance. It was also reported that the lead has varying thresholds. No patient complications have been reported as a result of this event.

Event description:
It was reported the right ventricular lead had high impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.